Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation showed the lead was returned severed in two segments. The lead body showed signs of a twist, an insulation tear, and deformed coils. The torn insulation and deformed coils were suspected to have been induced during the explant procedure. The twist in the lead body was attributed to the patient's twiddler's syndrome. Resistance and pressure tests of both segments were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture during a routine follow up. Fluoroscopy showed the lead was dislodged as a result of twiddler's syndrome. This lead was explanted and replaced. No additional adverse patient effects were reported.